Event description:
Co sales rep, phoned to report that shipment of bl00dlines from this lot # had "kinks" along the lines upon inspection at facility. Many of the kinks seen were at the patient connector end. Facility will fed-ex a case back to q.s., for evaluation and will rga back the rest of lot. New shipment of bloodlines will be shipped to facility bloodlines not used for treatment.